Event description:
After use, the ethicon harmonic ace +7 laparoscopic shears were noted to be 'smoking' at the tips. Insulation appeared to be separating from the instrument in working element of the jaws.